Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent itself was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis, a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent itself was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.